Event description:
The customer reported hemoglobin would fail to meet requirements during the instrument startup process when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The fse identified the hemoglobin chamber was cloudy and required replacement. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the hemoglobin chamber (due to buildup) and lamp. The fse also replaced vl167 and tubing from wbc (white blood cell) bath to the hemoglobin chamber due to protein buildup inside the valve and tubing. (B)(4).